Event description:
It was reported that there was a poster that was presented at the hrs 2026 conference event regarding an issue with minute ventilation (mv) pacing on an unknown patient with a boston scientific pacemaker. This patient had a history of sick sinus syndrome and congestive heart block had severe mitral valve insufficiency with repair with an annuloplasty ring, severe tricuspid valve insufficiency with repair with an annuloplasty ring, removal of the right ventricular (rv) lead and reimplantation with a non-boston scientific bipolar left ventricular (lv) lead with left atrial appendage closure. Originally, this patient required minimal pacing in both the non-boston scientific right atrial (ra) lead and rv lead however with time their pacing requirements increased over several years to being pacemaker dependent. A few years later post rv lead extraction and lv lead placement, there was a ra lead impedance excursion in bipolar pace. The ra lead was reprogrammed to unipolar pace/bipolar sense with excellent function. Routine evaluation a few years later showed inappropriately elevated ra pacing at the maximum sensor rate. This patient experienced fatigue, exhaustion and shortness of breath. With the combination of this ra lead in unipolar pacing and the lv epicardial lead, inappropriate minute ventilation (mv) sensor rates binned at 115 beats per minute (bpm) leading to rapid rates approximately 25 percent of the time. Technical services (ts) reviewed noting as the ra ring was programmed unipolar the lv lead became the sensor for mv. After evaluation the only corrective action was that mv was programmed off and the passive accelerometer was programmed on. In follow up, there were no further inappropriate sensor rates and this patient's symptoms had improved. There is no further information available. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis, as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.